Manufacturer narrative:
H10: h3, h6: the reported devices were received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned with no suture or anchor material. There is debris on both devices. For the first twinfix there are bands of discolored metal where the color should have been applied, with some markings colored properly and others not colored as intended. For the second twinfix there are bands of discolored metal where the color should have been applied, with the markings visible but not colored. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found that the operator should visually verify that the laser mark is visible. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include wear from improper use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, two 2 twinfix anchors had the same malfunction. The shafts of each device were not engraved with the usual two laser marks of black color. It is unknown if there was a back up device available. The procedure was completed without delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).